Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had their ipg explanted on (B)(6) 2017 for an unknown reason. No additional information is available.

Manufacturer narrative:
Per new information, this issue is no longer reportable.

Event description:
Additional information received stated that this ipg replacement was elective to gain access to recharge-free and upgraded technology.